Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: there was a black screen. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the black image was caused by a component failure of the uc sheath (universal cable). The dark image failure was not found upon inspection, probably due to the failure of the uc sheath. The cause of the universal cable failure could not be determined, the most likely cause is an expected or random electric component failure in the cable, without any design or manufacturing defects. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the rigid video scope had a dark image. The issue was found during cleaning and disinfection. The procedure was a diagnostic examination procedure. There were no reports of patient harm.